Event description:
On (B)(6) 2026, it was reported that this patient on peritoneal dialysis (pd) therapy was previously hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up call, the patient¿s pd nurse confirmed that on (B)(6) 2026 this patient was hospitalized with symptoms of abdominal pain. It was reported that the patient had a pd culture obtained (in the hospital) which was positive for growth of the bacteria staphylococcus (species not provided). The patient was initiated on intra-peritoneal (ip) antibiotic therapy with vancomycin and ceftazidime (dosing not provided) for a diagnosis of peritonitis. On (B)(6) 2026, the patient was discharged from the hospital continuing pd with the same cycler. The patient is reported to be recovering from the event. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of staphylococcus which are bacterium normally found on human skin. Therefore, based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique.